Event description:
The customer contacted stryker to report that their device unexpectedly lost power during use with a patient. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customers device and was able to duplicate and verify the reported issue. It was observed that the battery in well 1 was not seated completely. The battery was reseated to make a secure connection to resolve the reported issue. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.